Event description:
It was reported that ultrasound gastrovideoscope had a part of stent remained stuck in the biopsy channel and the channel could not be brushed. The issue was identified during device reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects came out of distal end, foreign material came out of channel tube, channel mount unit had foreign objects, and forceps cover had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint failures is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.